Event description:
During final check, pharmacist discovered smartez pump 100ml, 200ml/hr (lot# s7k58) containing cefepime 2 grams in 0.9% sodium chloride 100ml to be leaking from where the top rubber seal meets the white shoulder.